Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc. Upn: m365sc14320. Model: sc-1432. Serial: (B)(6). Batch: 213805.

Event description:
It was reported that the patient had some signs of infection at the lead incision site and a discharge was noted. The physician wanted to check the wound for any deeper infection and upon dissection, superficial infection was noted at the vertical incision where the leads were anchored. The implanted product did not cause any issues and no device was replaced or added. The patient was prescribed with antibiotics. Upon follow-up, discharge was noted from the vertical incision again. Additional information was received that magnetic resonance imaging (MRI) was taken and infection was still present at a superficial level. The cause of infection was not known. The physician was monitoring for the infection to clear up, however, pus was noted coming from the ipg pocket site. The patient underwent an explant procedure. All device components were removed and kept by the medical facility.

Event description:
It was reported that the patient had some signs of infection at the lead incision site and a discharge was noted. The physician wanted to check the wound for any deeper infection and upon dissection, superficial infection was noted at the vertical incision where the leads were anchored. The implanted product did not cause any issues and no device was replaced or added. The patient was prescribed with antibiotics. Upon follow-up, discharge was noted from the vertical incision again.

Manufacturer narrative:
Block b3: exact date unknown, event occurred one to two weeks prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7082401. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318 , batch: 31230297.